Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had increased pain at the ipg site. The patient was admitted to the hospital for pain relief and stimulation was turned off for 72 hours. The patient was given analgesia and was reprogrammed. The patient has received some pain relief following the reprogramming.